Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a power supply 35-volt failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Following the evaluation of the device, the feld service engineer replaced the power management board and motor control board to resolve the issue to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The power management printed circuit board assembly (pm pcba) and motor controller printed circuit board assembly (mc pcba) were returned for evaluation. Both parts were tested. No failures were identified on the pm pcba. The mc pcba was out-of-specification r25 on the mc pcba created the 111b- 35 volt error code.